Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h6, h11. The device was not returned for evaluation and the customer's allegation could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 to be continued: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use electrosurgical knife exhibited the knife head was fractured. The issue occurred during a therapeutic electrostatic discharge. There were no reports of patient harm.

Manufacturer narrative:
Additional information: a2, a4, a5, a6, b5. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was further reported via due diligence with the contact that the knife head was burnt, but did not fall off, and this event occurred prior to patient involvement. Also, it was reported that the procedure that was performed was completed.